Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirmed the reported event; however system errors found in the programmer logs. Programmer interrogated both wirelessly and non-wirelessly with no issues. Hard drive reconfigured and software reloaded to resolve system error issue. It is noted the programmer failed power down/thermal functional test. Analysis found the system fan and power supply were noisy. Analysis also found the display dropped, lower display hinges found out of mechanical specification. Keyboard was found damaged (keyboard screw was missing). Product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the programmer shut off during interrogation. The programmer was returned for repair. No patient complications were reported as a result of this event.